Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a keyboard issue. It was reported there was no patient involvement at the time the issue was discovered. No patient or user harm reported.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that there was a keyboard issue. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a keyboard issue. Per good faith effort (gfe) response, the customer declined repairs. No further action provided. The customer declined repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.